Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown. Customer was advised to program 1.0unit fixed prime until insulin is visible at end of tubing. Customer was assisted in performing the high pressure test. Customer was advised to monitor pump and device is working as designed. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump. Customer was advised to have doctor to call to go over uploading pump/meter.